Event description:
Additional information was received from patient. Patient the cause of the therapy being off was because they were not good with their testing equipment and need to be recharging more frequently. The issue is resolved. MDR decision corrected to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device.. The patient reported that they felt all of a sudden since about 7-10 days ago, that their symptoms had gotten worse. Patient stated they think that the recharger was not doing what it should do because it was not giving them a tone indicating that the implantable neurostimulator (ins) was fully charged. Agent walked patient through starting a charging session and the patient accessed their recharger application and confirmed that the ins was at 60% recharging with good connection. Patient also noticed that the therapy was off. Agent advised patient to stop charging their ins for now so they could access the therapy application. Patient stopped charging their ins and noticed that the communicator was blinking orange. Agent reviewed and had the patient charge the communicator. Patient confirmed that communicator was charging so they connected to the therapy app and were able to turn their therapy back on. Agent reviewed possible causes of ins therapy turning off. Patient stated that the battery could have depleted on the ins because they sometimes forget to charge weekly. Agent reviewed charging frequency and external device general use. Patient will monitor symptoms and call back or reach out to their hcp if issue persists.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.